Event description:
After wearing the gown, a female nurse developed mouth irritation (roof of mouth was red with bumps). She saw her physician who thought this was an allergic reaction. She wore the gown again, and developed itching plus her tongue began to feel numb. She left work four hours into her shift. She spoke by phone with her physician who advised her to take an antihistamine. It was four days before her tongue felt normal.

Manufacturer narrative:
Complaint forwarded to the manufacturing facility for investigation. Sample to also be forwarded to them. Follow up report will be filed after sample evaluated and investigation completed.